Event description:
The physician claims that the patch was implanted for a carotid endarterectomy procedure. When the vessel was unclamped, two holes were observed in the middle of the patch. The holes were repaired with prolene sutures. The procedure was completed with this device. The patch was left in. There were no complications for the patient. The pt's post-operative condition was reported as fine. Although bleeding from the patch was not reported by the physician, the manufacturer believes the physician noticed the holes because blood (quantity lost through the patch and duration of leakage are unknown at this time) may have seeped from them.

Manufacturer narrative:
Since no product is being returned for evaluation, the complaint, as reported, cannot be confirmed or denied. Following investigation, our conclusion as to the probable root cause cannot be determined due to insufficient information. Note: should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch.